Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube (neo/ped) was received without the original packaging inside a ziploc bag. The device was received in used condition. Visual inspection was performed at 12 inches under normal conditions of illumination in order to detect any contamination on the unit. It was observed that the sample was contaminated with small yellow spots. The substance was transferred to a towel. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided in the complaint description, it is likely that the unit was contaminated after it left the manufacturing facility.

Event description:
Information was received that a smiths medical tracheostomy was noted to have fungus like substance in the tube. The tracheostomy tube was changed out, and no patient adverse effects resulted.